Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. Pump supplies were changed and customer continued to receive occlusion alarms. During troubleshooting with tandem technical support insulin was seen exiting the tubing. Customer had elevated blood glucose levels reaching 516 mg/dl. Customer delivered a bolus to get blood glucose levels back to target range.